Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5152129/3027271, model/catalog description: infinion cx lead kit, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection on the pocket incision site. Symptoms of ongoing pain and intermittent drainage which is described to be purulent and serous was noted. The physician confirmed that the infection was device related. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.